Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Twenty-four (24) unused samples were submitted to the manufacturer for evaluation. All twenty-four samples were observed to be in their original packaging and sealed. All of the samples were subjected to leak testing; no leakages were observed on the samples. Particular attention was given to the tubing on both arterial and venous lines and no small holes were observed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, all of the samples were within specification and the reported defect could not be observed or replicated. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: some bloodlines appear have little holes that the blood would drip out of.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.